Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. Results and conclusion summation: product performance engineering reviewed the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, lesion calcification, or insufficient preparation prior to use. The incident info described the lesion as moderately calcified, which along with the stent struts could have contributed to mechanically damaging the balloon such that upon inflation, the balloon ruptured. However, without a returned device for analysis, a definite root cause cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the procedure was to treat a moderately calcified, moderately tortuous, and 90% stenosed lesion. After poba was performed, using another company's balloon catheter, another company's 3.0 x 24 mm stent was deployed at the lesion. The posterior lateral became jailed, and the voyager 3.0 x 15 was delivered through the deployed stent and inflated between the stent struts; however, it ruptured at the first inflation of 10 atm. Another company's balloon catheter was used and the producer was completed. There was no effect to the pt. No add'l event or pt info is available.